Event description:
Customer reported erroneous test results were generated for one patient sample when using the coulter lh 500 hematology analyzer. The customer noted that the instrument was recovering lower white blood cell (wbc) counts and hemoglobin (hgb) results in the manual mode of the instrument as compared to the results obtained using the automated mode. The erroneous test results were not reported out of the laboratory. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the blood sampling valve (bsv) and the actuator, resolving the mode to mode issues reported.